Event description:
It was reported that the patient complained of feeling pain in the implant area. Follow up was attempted for further information, but was unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.